Event description:
It was reported that pump experienced malfunction indicated by malfunction code, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support despite some communication difficulties due to language barrier, malfunction did not recur after reset, customer declined further troubleshooting once pump turned back on, and customer was advised to continue using pump and to call back if malfunction occurred again.